Manufacturer narrative:
(B)(4).

Event description:
Report from customer in (B)(6) complaining that an inspiration ls (5i) suddenly stopped ventilating without any alarm and then turned off - the screen went dark. According to their test, the ventilator runs for 1 or 2 hours and then suddenly stops working, just like someone has powered off the device.